Event description:
It was reported that the setscrew stripped while tightening. Another spinal system was used to complete the surgery. No patient complications were reported.

Manufacturer narrative:
A review of the device history records for this lot did not reveal any non-conformances to specification which might contribute to the reported event. A visual macroscopic as well as a microscopic evaluation was performed on the returned set screws by a product development engineer. It was confirmed that the set screws were stripped. With the available information we are unable to determine the definitive cause of the reported event.